Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Explantation was carried out but the device has not been received for investigation yet.

Event description:
Reportedly the user's hearing performance with the device is affected. According to the user_s parents the decrease in hearing appeared suddenly. The user has been re-implanted.

Event description:
Reportedly the user's hearing performance with the device was affected. According to the user_s parents the decrease in hearing appeared suddenly. Re-implantation was performed on january 27, 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Conclusion. According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is scheduled but no exact date has been given. This is a final report.

Event description:
Reportedly the user's hearing performance with the device is affected. According to the users parents the decrease in hearing appeared suddenly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing performance is affected.